Event description:
Caller reported t:slim x2 pump battery would not charge, with the pump screen dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level reported. Customer reverted to an alternate method of insulin delivery.